Event description:
It was reported that pump experienced malfunction alarm showing a high blood glucose reading. Customer¿s blood glucose level exceeded a safe range, but no additional details were provided regarding any symptoms or medical consequences. Customer did not take any action on their own and did not seek third-party assistance, and technical support guided customer through resetting pump, confirmed that malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction alarm appeared again.